Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to pass the guided tool change (gtc) process when installed on an in-house system. The usm did fail the yaw encoder test when installed on a test fixture so the yaw searchlight sensor and the axis controller spar connecter (acsc) printed circuit assembly (pca) were replaced the resolve the issue, however that was determined by engineering to be unrelated to the complaint. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information available. The issue was not reproduced during failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the guided tool change (gtc) went beyond the green circle on universal surgical manipulator (usm) 4. The clinical sales rep (csr) was not present for the procedure, but the site planned to monitor the situation in a subsequent case. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure performed was a cholecystectomy. There was no harm or injury to the patient.